Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. Samples received: 1 open sample without packaging. Analysis and results: as no batch number is available, the batch manufacturing record cannot be reviewed. We have received one open and unused sample with the needle detached from the thread and the thread is still wound on the support cardboard. The aluminum pouch has not been received. However, without any closed sample we cannot carry out an analysis in order to take a decision. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported that the needle was detached. The reporter indicated that when the package was opened the needle had already detached from the thread.